Event description:
It was reported that the patient presented with chest pain and a st-elevated myocardial infarction involving the bottom wall of the heart with the distal right coronary artery (rca) closed with visible thrombus. The patient was hospitalized for about 5 days with maximum pain occurring two days before hospitalization. Procedure done via right radial artery with a 6f non-abbott sheath and a jr 4 6f non-abbott guiding catheter. A balance heavyweight (bhw) guide wire was placed in the distal part of the rca. Integrilin was given. Thrombectomy was performed several times with the use of a non-abbott device. Most of the thrombus was removed. After the contrast was injected into the rca, during the next advancement of the thrombectomy device, (ending of the coronary guide wire placement was not changed) the bhw was noted to be broken in 2 pieces inside the guiding catheter in the right subclavian artery and thought to have occurred during the first thrombectomy. Resistance between the thrombectomy device and the bhw was noted during both advancement and retraction. A non-abbott balloon catheter was introduced into the guiding catheter that was inflated up to 16 atmospheres, so the bhw was trapped inside the guiding catheter, then the whole set was removed together with a sheath. Procedure was completed with another bhw with access from the right femoral artery. A clinically significant delay in procedure did not occur. After the procedure, the patient still remained stable with no angina. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Therapy date estimated. Sheath: 6f cordis, export (thrombectomy catheter). (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties positioning and removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.